Manufacturer narrative:
Refer to the following field for corrected information: d4 (model number) refer to the following fields for updated information: g3, g6, h2, and h10 the d4 model number field has been updated to include the correct version number of the product, updated from is4000 to is4001-01.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections: g4, g7, h2, h10 on (B)(6)2020 , the following communication was received based on a conversation with the surgeon: "the surgeons believe that electric current in conjunction with inadequate insulation of the trocar has led to the skin burn." On (B)(6)2020 , the following communication was received from the surgeon in regard the burn marks and elevated crp levels and their relation to the da vinci system: "cause unclear. In my opinion no connection with the burning or the dv." Based on the additional information, there is no change in the reportability decision; this complaint remains reportable due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient was treated with unspecified antibiotics for elevated crp levels, indicative of post-operative infection. At this time, the root cause of the post-operative complication is unknown. There is no allegation that a malfunction of the da vinci system, instrument, or accessory occurred during the surgical procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient was treated with unspecified antibiotics for elevated crp levels, indicative of post-operative infection. At this time, the root cause of the post-operative complication is unknown. There is no allegation that a malfunction of the da vinci system, instrument, or accessory occurred during the surgical procedure. Therefore, the root cause of the post-operative complication cannot be determined. A review of the system and instrument logs for the procedure date of (B)(6) 2018 has been performed. There were no observed events in the system logs that would suggest a product issue, and the logged events are in line with normal system functionality. The log review supports the customer claim that there was no product issue during the case. Additionally, all instruments used in the case were used in subsequent procedures. Site history review: as of 19-june-2020, a review of the site's complaint history does not show any additional complaints related to product. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that after a da vinci-assisted low anterior resection surgical procedure, the patient was treated with unspecified antibiotics for elevated crp levels. During the procedure, the patient sustained a first degree burn near the trocar, which required no intervention. On 31-may-2018, intuitive surgical, inc. (Isi) obtained the following information from the site: the port site burns were identified at the end of the surgical procedure. The port site burns were "1st" degree burns. The surgeon did not provide any medical treatment due to the port site burns. The tissue that was allegedly found to be burned was not excised. During the procedure, the surgeon used "general low effect monopolar effect 3" generator settings. It was assumed that the grounding pad was properly placed during the surgical procedure. No double-cannulation was used. The surgical staff did not witness arcing of electrical energy. The patient developed a post-operative fever and an increase in crp level. After 5 days of antibiotic treatment, the patient was reportedly in "good status." Intuitive surgical, inc. (Isi) made multiple additional follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.